Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of (B)(6) .

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient was dizzy, fell and landed on the sensor. He was unable to communicate properly after the fall. Emergency medical services (ems) was called and after arrival determined the cause of the fall was hyperglycemia. In the ambulance in route to the hospital, the initial cgm was 250 mg/dl and the bg finger stick was 420 mg/dl. The second readings ten minutes later were cgm 250 mg/dl and bg finger stick 380 mg/dl. Although no treatment was administered in the ambulance, the patient was admitted to the hospital overnight, treatment was not disclosed, and he was discharged the following day in stable condition. The patient also had a history of rotary vertigo resulting in dizziness, falls and an inability to communicate properly. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.